Event description:
Boston scientific received information that the patient received six inappropriate shocks in one episode leading to therapy exhaustion. The inappropriate shocks were determined to be due to either sinus tachycardia or atrial fibrillation with rapid ventricular response. During the interrogation the patient's heart rate had recovered to approximately 60 bpm. It was noted that at the time of the therapy, the patient was hanging sheetrock and forgot to take his medication over the last few days. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted during an upgrade procedure over a year later. No additional field allegations were reported. The device was returned for analysis.